Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the drain line and the machine alarmed. Test strips were used to confirm the blood leak. Estimated blood loss was 160cc's. Patient had no ill effects. Sample is available.